Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume event was identified. This event occurred in the therapy that was initiated on (B)(6) 2014 at 00:45:26. During night drain cycle three, the patient's ultrafiltration reading was 2085ml, indicating the home patient drained 2085ml more than their maximum programmed fill volume of 2000ml..no additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. The reported difficulty of an increased intra peritoneal volume event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass a low uf alarm. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.